Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems india (omsi) was informed from the user that the examination lamp of the subject device didn't light up and it was changed to the emergency lamp at the preparation of the unspecified procedure. The user changed the subject device to another device and completed the procedure. At the inspection for the repair, the repair center of omsi duplicated the reported phenomenon and found the power unit failure. It was not provided the other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. After the convertor of the device was swapped to the olympus asset, the reported phenomenon was reproduced on the asset. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the faulty converter could not be conclusively determined. However, it could have been attributed to an accidental failure of the converter of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus medical systems india (omsi), omsc surmised there was the possibility this phenomenon was attributed to the converter failure of the subject device. If additional information becomes available, this report will be supplemented.